Event description:
A physical therapist called to report that the press button (right side) broke off. The inital reporter was contacted for addtional information. It was learned the end user has been using this device for a couple of months and was using it to get out of her car and when she pressed the button it broke. No injury. No further information was obtained.